Event description:
It was reported that the patient experienced septicemia and subsequently died, coincident with peritoneal dialysis therapy. The day of the onset of the septicemia, the patient was hospitalized. The treatment rendered for the event during hospitalization was not reported. On the third day in the hospital, the patient experienced multi-systemic failure and then died. The pd therapy was reported to have been discontinued the day of the patient death. The cause of the death was multi-systemic failure. It was not reported if an autopsy was performed. Additional information was requested, but it was not available. This is report 1 of 4.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted. This report is for an unknown transfer set, (B)(4) addresses the automated pd set with cassette report, (B)(4) addresses the minicap report, (B)(4) addresses the titanium adapter report for this patient.